Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed but did not meet release criteria. The wds was removed from the patient to reinsert the pigtail catheter to reposition the wds. The physician examined the wds when it was removed from the patient and found that the tip of the wds was damaged. A piece of the wds tip was found within the sheath of the wds. A second wds was then used to continue the procedure. The second closure device was deployed but also did not meet release criteria. The physician again removed the wds to reinsert and reposition the pigtail catheter. The second closure device appeared to be deformed and was not returning to the original shape so a third wds was selected to be used. The third wds was used to successfully complete the procedure with a closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred as a result of this event.